Manufacturer narrative:
Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, and software passed the system checkout. The system was found to be fully functional. A software analysis was initiated. Software evaluation found that there was magnetic susceptibility artifact in the exams that may be contributing to the shift. Unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that for the last three exams the manufacturer representative (rep) has done dti mapping for, the dec map has been shifted posterior by 2cm and this continues through the whole exam not just the base of the brain stem. No patient was present at the time of the event.